Event description:
The patient reports their op5 personal diabetes manager (pdm) is overheating when charging. The pdm will not hold a charge and sits at 15%.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res# (B)(4) due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.